Manufacturer narrative:
The system was returned to the manufacturer for analysis. Analysis found that the ac input connection that was plugged into the fuses was disconnected and prevented the system from turning on. After reseating the connections, the system booted up as expected. No issue was found with the camera. The self-test showed everything was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had a bad camera and did not turn on. This was found during setup before a demo lab. There was no patient present when this issue was identified.